Event description:
In (B)(6) 2013 I started having severe pain in my left groin where the surgical mesh was placed to repair a hernia in 2012. It gradually got worse. Doctors told me I had a pulled muscle. Multiple tests were done, until finally I found out about the adverse effects of mesh. Found a doctor who removes mesh and had removal surgery in (B)(6) 2013. The pain was caused by nerve damage. The mesh had trapped my ilioinguinal nerve in all the scar tissue it had produced. The pain from the mesh trapping the nerve is gone, but the nerve had to be cut to get the mesh out, and that has resulted in permanent pain (probably from a traumatic neuroma). It also causes constant headaches (which I never got prior to the mesh). Also related to the mesh damage are depression and mild ptsd.